Event description:
Boston scientific crm received information that interrogation of this device revealed 1.5 years remaining longevity in august 2008; 1.5years six months later and recently 2 years. The device was reprogrammed and longevity at 1.5 years. As the patient is pacemaker dependent; a possible replacement procedure was considered. No adverse patient effects were reported. An internal technical service consultant was contacted regarding this discrepancy.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. System resets were displayed while implanted. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
- -

Manufacturer narrative:
This device is included in the insignia microcrystal failure mode 2 advisory population (9/22/2005). A review of the memory download was performed and the longevity remaining was provided. No allegation was made against the device. It was thought this may have been a transcription error. Should additional information become available, this event will be updated.

Event description:
Subsequently, this device was removed and returned for analysis wtihout further allegations.